Event description:
The patient experienced intermittent lock between the external equipment and the cochlear implant. The patient was seen at the center of evaluation. External equipment was exchanged. However, the reported problem was not resolved. On march 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was not functioning. The patient's device was explanted.